Event description:
It was reported that the pt is no longer able to hear with his device. Problems of outer devices are excluded and history of head trauma is denied by the pt. Latest testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.